Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the battery reamer device was found to run in forward and off position but does not run in reverse. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. However, during evaluation, it was determined that the device electronic control unit had a malfunction (does not run in reverse) and the electric motor was noisy and had a rough rotation. The assignable root cause was determined to be due to component wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that the battery reamer/drill device had was not operating. During an in-house engineering evaluation, it was observed that the device would run in forward and off position but did not run in reverse. It was also noted that the electric motor was noisy and had a rough rotation. The event was not related to surgery. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly